Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified a curved opening on the posterior and the weight was to the spec. A visual and microscopic analysis was performed which identified a striated opening on the posterior and a creases fold. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage.

Event description:
Healthcare professional reported "placing a new implant into the patient and thought the implant was punctured." Patient contact occurred. Surgery was completed with a back-up device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant was punctured; noticed at surgery

Event description:
Healthcare professional reported "placing a new implant into the patient and thought the implant was punctured". Patient contact occurred. Surgery was completed with a back-up device.